Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. E1: initial reporter facility name: (B)(6).

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2025. During the procedure, the band could not be deployed properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. E1: initial reporter facility name: (B)(6) medical university. Correction: e1: initial reporter phone. G1: MFR site facility name, address, city, country. Device evaluation- with all the available information, boston scientific concludes that the most probable cause is adverse event related to procedure. The speedband superview super 7 was returned for analysis. During the visual inspection, it was observed that the teeth were damaged and there was evidence that the trip wire was attached to the post. It was determined that due to the damage in the teeth, the bands could not be deployed. Based on the evidence, the reported event of bands failure to deploy is confirmed. The marks on the ligator housing teeth imply that the device may have been used with too much force causing the teeth to be damaged or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to be damaged and affecting the functionality of the handle when deploying the bands. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2025. During the procedure, the band could not be deployed properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.